Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the left anterior descending (lad) artery. The ht bmw universal ii 190cm guide wire (gw)was used in the procedure with an unspecified balloon dilatation catheter (bdc); however, when attempting to remove the bdc, the gw became stuck to the inner lumen of the bdc. Therefore, the bdc and gw had to be removed as a single unit. It was noted that the outer diameter of the gw (polymer coating area) seems to quickly increase due to the body temperature and adheres to the inner lumen of the balloon. The procedure was successfully completed with a new unspecified balloon catheter and an unspecified guidewire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the wire was damaged during advancement. The polymer coating would not be affected by body temperature to affect its od. The irregular appearance to the polymer coating, or to the coils could affect od of the wire. The increased od would cause an interaction with the ID of the catheter inducing the difficult to remove. It is unknown if the irregular appearance to the polymer was a cause, is an artifact of, or was exasperated due to device interaction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.